Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported that when unscrewing the scanner connector to disconnect it from the PICC line and rinse the PICC line, the male part of the connector breaks and remains inside the PICC line. The PICC line is therefore no longer usable in its current state and must be removed urgently and will need to be replaced. As a result, the patient had to return to the operating room for a new cap insertion but did not experience a "serious" incident. The department's ides told us that the same kind of incident had occurred several times during the connections with tubing. A specific number of affected devices or patients was not provided by the complainant.